Manufacturer narrative:
(B)(6). Investigation summary: complaint evaluation / complaint history check for the event(s) that occurred. A complaint history check was performed and this is the 1st related complaint for needle breaks off during use on lot # 4122210. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that bd ultra-fine¿ iii pen needle had needle brake. The tip of needle broke off during use, and remained lodged in the abdomen. Medical intervention occurred to try and remove the needle tip.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd ultra-fine iii pen needle had needle brake. The tip of needle broke off during use, and remained lodged in the abdomen. Medical intervention occurred to try and remove the needle tip.